Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products; associated with mdrs #2937457-2014-00452 and 00453, 1225714-2013-00867, 00868, 00869 and 00870.